Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station installation became corrupted during the attempted 1.11 upgrade, resulting in a missing database and the system being stuck on a black screen with an error. A field service engineer (fse) reimaged station to version 1.11, and technical support specialist (tss) assisted in rebuilding the database and completed the data synchronization. The system was then reconnected to rss (remote support service), rebooted, and successfully validated by both remote testing and user login, confirmed normal operation. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.